Manufacturer narrative:
Concomitant medical products: product ID 3877-75, lot# 0210119935, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported high impedances, more than 10 ,000. This issue was identified during normal use. The patient described a loss of stimulation, doesn¿t feel stimulation. The patient did not experience any falls or trauma prior to the loss of stimulation. It was unknown when this event occurred. The physician tested the impedance and saw they were high. The intervention taken to resolve the issue was surgeon changed the lead. The issue was resolved at the time of this report. The patient was alive with no injury. It was noted that the cause of the loss of stimulation and high impedances were not determined.

Manufacturer narrative:
Device analysis for lead 0210119935 revealed no significant anomaly. The lead body outer insulation was cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.